Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2014-69591.

Event description:
It was reported the customer was hospitalized for high blood glucose of 600 mg/dl. Current blood glucose was 372 mg/dl. Customer was not in a car accident. Customer was wearing the device at the time of the hospitalization. Customer declined troubleshooting. No further information reported.